Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that two (2) implants were removed due to infection. Tooth locations are unknown.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: e1: the initial reporter's address, city and zip code were updated/corrected. H3 other text : summary investigation.

Event description:
Upon follow-up, the customer provided the tooth locations as #18 and #19.